Event description:
It was reported that the patient's unit was outputting approximately 70% oxygen with new columns. As a result, the patient was hospitalized. A replacement unit was sent to the patient. No additional information is available and additional attempts to contact the patient were unsuccessful.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 07-jan-2026. The return reason of oxygen error is confirmed since zeolite is found contaminated, which possibly caused when is absorbs the moisture.